Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed did not confirm migration and also high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Moreover, there were cuts noted in insulation and suture sleeve likely an explant damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to migration and high pacing threshold. A new lead was implanted. Moreover, the explanted lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to migration and high pacing threshold. A new lead was implanted. Moreover, the lead was returned. No additional adverse patient effects were reported.